Manufacturer narrative:
The meter has been requested for return. The product has not been received at this time. Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of an issue with the display of the coaguchek xs meter. The customer alleged the display was very faint or faded. A display check was performed and all segments were legible and appeared dark and bold. A result was observed in the meter memory but could only be read if looked at a 45-degree angle. There was no actual misinterpretation of a result. The customer could not provide a specific date when the issue began. The date of (B)(6) 2021 was given as an estimate.

Manufacturer narrative:
The returned meter found contamination of the circuit board by a penetrated liquid. The root cause of the missing segments was found to be mishandling of the device. Medwatch fields d9 and h3 were updated.